Event description:
It was reported the application intermittently stops responding during an exposure causing the patient to be re-exposed. The system was rebooted and is working as intended. The system will be upgraded to correct this issue.